Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. Returned product analysis was performed and no anomalies were found. Evaluation of the 1094 setscrew noted the threads were stripped or damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead dislodged and during the procedure to re-position it, tissue was found to be "stuck in the helix." The lead could not be re-positioned and was removed and replaced. It was also reported when the replaced lead was attached to the existing device the set screw could not be tightened. As a result, the device was removed and replaced. No patient complications have been reported as a result of this event.